Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. Visual inspection of the as returned product identified that the vial is empty of the implant and only included mount. The cap is noted to already be opened. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Device history record (DHR) review was completed for the subject lot number 1218924. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (1218924) for similar event using keyword incorrect component quantity and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number k011028 and k013227.

Event description:
It was reported that the implant was not present in the sterile packaging, only the green mounting device was present. Doctor confirmed that the surgery was completed with another implant.